Event description:
A dura-guard implant card was returned to bio-vascular, inc. Indicating that this product was used for an ophthalmic procedure. Bvi contacted the clinic to obtain more info. The dr explained that this product was implanted on 7/3/96. The pt experienced conjunctival inflammation and the dura-guard was explanted. Pt doing well.